Event description:
It was reported the low reservoir alarm occurred. It was reported the troubleshooting or diagnostic testing was performed by programming the low reservoir alarm to the same amount of drug that was currently in the pump according to the clinician programmer, waiting for an hour which would trigger the non-critical alarm to sound and show up in the logs. It was noted they could use this to prove it was not the pump alarm they were hearing. It was noted they wanted them to record the sound they were hearing and send it to them. It was noted that if this did not work an explant would be considered. The patient status was noted as alive with no injury. It was noted the pump was still implanted. The pump was used to deliver lioresal. Additional information reported the pump was explanted. Additional information reported the pump was explanted because it was alarming too many times. It was noted the wrong refill interval and date was shown. It was confirmed the alarm was the low reservoir with a single beep occurring at an interval of 6 times in 1 hr. Conflicting information noted the pump was explanted on (B)(6) 2014.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4). Analysis of the pump (s/n: (B)(4)) found no anomaly.

Event description:
It was reported the low reservoir alarm occurred. The pump was used to deliver lioresal. Additional information reported the pump was explanted. Additional information reported the pump was explanted because it was alarming too many times. It was noted the wrong refill interval and date was shown. It was confirmed the alarm was the low reservoir with a single beep occurring at an interval of 6 times in 1 hr. It was noted the pump was explanted on (B)(6) 2014. Additional information stated the patient was ¿under ok¿ and no more alarms were heard from the patient. Information previously reported about an unknown alarm was later clarified to be related to a different event that is not reportable. Thus, the following previously reported information no longer applies to this event [it was reported the troubleshooting or diagnostic testing was performed by programming the low reservoir alarm to the same amount of drug that was currently in the pump according to the clinician programmer, waiting for an hour which would trigger the non-critical alarm to sound and show up in the logs. It was noted they could use this to prove it was not the pump alarm they were hearing. It was noted they wanted them to record the sound they were hearing and send it to them. It was noted that if this did not work an explant would be considered. The patient status was noted as alive with no injury. It was noted the pump was still implanted.].

Manufacturer narrative:
(B)(4).